Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the problem now was that the patient does not feel stimulation and was afraid that it was a problem of the ins/battery that was implanted in the abdomen. This happened another time and the ¿engineer¿ managed to find a working channel. Their next to pain therapy was in august and the problem will be able to be verified then.